Event description:
Boston scientific received information that noise was observed on the right atrial lead and right ventricular lead egm. Noise was reproducible upon isometric exercises and oversensing led to inappropriate mode switches. Lead measurements were reportedly stable and within acceptable limits. The patient was noted to be symptomatic due to the oversensing and the physician elected to reprogram the ventricular sensitivity to ensure minimal sensing and provide ventricular pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.